Manufacturer narrative:
Device was used for treatment, not diagnosis. Karataglis, d. (2011). First experience with a new implant: technical tips from the clinical application of proximal femoral nail-a ii (pfna-ii). Oral presentations / injury, int. J. Care injured 42, s22. Greece. This report is for unknown pfn-ii (femoral nail antirotation), unknown quantity, unknown the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature abstract received: this report is being filed after the subsequent review of the following literature abstract: karataglis, d. (2011). First experience with a new implant: technical tips from the clinical application of proximal femoral nail-a ii (pfna-ii). Oral presentations / injury, int. J. Care injured 42, s22. Greece. Prospectively 31 cases (all female, mean age 83 years) of extra-articular inter/pertrochanteric fractures (ao 31a) were treated with pfna ii (femoral nail antirotation), from february 2010 to april 2011. Fracture classification, intraoperative technical problems or advantages, postoperative results and technical features of the implants applied were documented. Of the 31 patients 1 experienced complications: one patient implanted with a pfn-ii 130 degree implant system, experienced cut out. This is report 1 of 1 for (B)(4). This report is for an unknown pfn-ii (femoral nail antirotation).